Event description:
It was reported that the patient had a concommitant abdominal pacemaker system which was to have been replaced due to routine elective replacement indicator (eri) on (B)(6) 2013. During the procedure, the healthcare provider explanted the pump from the child's belly which was thought to be the site of the pacemaker. It was noted that there was no prior knowledge that the infusion pump was in the abdomen. It was reported that the patient information regarding implanted device was confirm the day before the surgery indicating only one device implanted which was the pacemaker. It was reported the day of the event after surgery that the patient¿s last name was misspelled in the patient registration system and two different records was produced from the misspelling of the last name. It was reported that the pump was replaced into patient's abdomen and wound closed. Patient status at time of report was alive with injury. The injury was noted to have been unnecessary abdominal wound as a result of accidental explantation of the pump. It was reported that the patient did require hospitalization from the event. It was noted that there was no cardiac related complication and the subsequent battery change was performed during the same procedure via a different abdominal incision was successfully completed. It later reported that the drug delivery pump was not replaced. It was reported that the pump was gently pulled out of the patient's abdomen as the healthcare (hcp) mistook it for the pacemaker. It was noted that both the pacemaker and the pump proved to be implanted abdominally, only a few centimeters away from each other. It was noted neither the pump nor the catheter was replaced. The pump was merely re-inserted into the abdomen in the same place where it had been implanted in 2009. The pump was never detached from its catheter. It was reported that the patient was classified under "contact precautions". It was unclear if the hospital was utilizing extreme caution with him or if there was reason to believe an infection may have been present either before or after the procedure. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).